Event description:
During the atrial fibrillation procedure, it was noted that the sheath was damaged during use. There were small holes in the sheath. The sheath was replaced, and the procedure continued without adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one 8f fast-cath introducer sheath was received for evaluation. The sheath was noted to be punctured proximal to the distal tip. Functional testing with a brk needle was not performed because the complaint introducer is a swartz right sided (sr series) guiding introducer dilator, not a transseptal introducer dilator. For transseptal access with a brk needle, swartz left sided (sl series) transseptal guiding introducers are recommended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the puncture is consistent with the incorrect use of the device.